Manufacturer narrative:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 400 mg/dl while using the ilet bionic pancreas. The elevated bg remained out of range for more than 90 minutes and could not be corrected. The user discontinued ilet use. No medical intervention or hospitalization was required, and no long-term health effects were reported.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 400 mg/dl while using the ilet bionic pancreas. The elevated bg remained out of range for more than 90 minutes and could not be corrected. The user discontinued ilet use. No medical intervention or hospitalization was required, and no long-term health effects were reported.